Event description:
Rptr states MFR claims that there is a unique response consistent to the sizing of the graft. They claim that their particles are made in the 300-350 microgram range, but to the naked eye, the product looks exactly like another rpoduct, which is in the 90-710 microgram range. In addition, since published studies exist, which demonstrate cavitation in particles outside the 300-350 microgram range, rptr ask why does MFR make a unique claim that as a result of its optimal size range (300-355 micrograms), the product is transformed into hollow calcium phosphate bone chambers. According to rptr on the surface sizing and unique response claims would appear to be misleading and/or false. (*)